Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: grip has a scratch; sitch4 has wear; switch box has a dent; light guide cover has a scratch; control unit has a scratch; plug unit has corrosion due to water leakage; light guide lens has a crack; distal end has a crack; universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii bronchovideoscope for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a b30 scope communication error message was displayed due to corrosion of the plug unit. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error issue could not be determined, however, it is likely that the scope connector leaked during use handling, resulting in the ingress of water into the device and causing an electronic component failure and the b30 scope communication error. The event can be prevented by following the instructions for use (IFU) which state: important information : ease read before use: warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.